Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue.   Physio-control  continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer contacted physio-control to report that their device did not provide any audible voice prompts when the device was powered on. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue.  The cause of the reported issue was determined to be due to the lid reed switch remaining in a shorted position when the device lid is opened.  This caused the device to appear as if it is not completing the boot up cycle and no voice prompts would sound.